Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and no non-conformances were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned.

Event description:
The initial reporter stated that they had sets that were leaking from the filter. They stated that they were leaking from the "filter side seams". Mmdg did follow up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and no non-conformances were found. When the device was returned to mmdg the complaint was confirmed. The administration set did leak from the filter seam. The problem was traced to the filter supplier.

Event description:
The initial reporter stated that they had sets that were leaking from the filter. They stated that they were leaking from the "filter side seams". Mmdg did follow up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint. [(B)(4).